Event description:
It was reported that this pacemaker reverted to safety mode. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device case was unremarkable. The device had no telemetry and was unable to be interrogated. The device case was opened, and internal visual inspection revealed no irregularities. When connected to the external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the clinically observed safety mode was likely caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery depletion, and analysis of the battery found no anomalies.

Event description:
It was reported that this pacemaker reverted to safety mode. This device was explanted and successfully replaced. No additional adverse patient effects were reported.